Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The company service representative added a spacer to secure the plastic mounting block, which addressed the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The dovetail on the aberrometer mounts to a corresponding dovetail bracket on the customer¿s microscope with a locking mechanism to secure the aberrometer. It is designed to give the customer flexibility by allowing them to remove and replace the aberrometer onto the microscope at their discretion. Thus, the root cause of the reported event is likely attributed to customer use/handling; however, this is unable to be determined conclusively with the information obtained for this investigation. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the mount of the scope was not secure. Additional information has been requested.